Event description:
It was reported that the image on the 9800 system is very grainy and gray. It was noted that they can not distinguish between images. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported image problem could not be duplicated. The system was tested and found to be working as intended and placed back into svc.